Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the clogged nozzle could not be determined as the foreign material could not be identified. The following information is stated in the IFU (instructions for use) which may have prevented the event: ¿operation manual_ preparation and inspection inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. IFU states on reprocessing of air/water nozzle and channel as follows: ¿·reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection¿. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation locking malfunction was due to a crack in the celling plate-plate in the control body unit. This occurrence was likely due to applied tension to that part of the device. Upon further inspection, the air and water nozzle were blocked with foreign debris due to mishandling of the device. Because of this clogged nozzle, the air supply volume did not meet standard. It was observed that switch 1 was deformed and the plastic distal end cover had a dent. It was also observed that the objective lens and the light guide lens had a crack. Also, it was observed that the connecting tube had a scratch. Lastly, it was observed that the adhesive on the bending section cover was peeling which, resulted in the insulation resistance value on the distal end to not meet standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an angulation locking malfunction. There was no patient/user harm or injury reported due to the event. Upon return and evaluation, it was observed that the air and water nozzle was blocked with foreign debris, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.